Manufacturer narrative:
This device has not been returned for analysis. This investigation will be updated should further information be provided or upon completion of analysis if the device is returned.

Event description:
It was reported that this pacemaker was attempted at implant however not used due to difficulty interrogating the device. Once interrogated a code 1003, indicative of battery voltage too low for the projected remaining capacity, was displayed. A different device was successfully implanted. No adverse patient effects were reported.